Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that when the patient was trying to request a bolus, they were not sure if the bolus was actually delivering. They were also getting service code 156. Per personal therapy manager: bolus duration 4 min lockout: 1 hour dri: 1 per 1 hour max activations: 10. They said the handset also lags at 90%. They did not want to delete data at this time and would call back if they wanted to assistance. The patient later stated that they went to the healthcare provider (hcp) office this morning for a refill and they increased the medication. They were locked out for 30 minutes and they had 7 boluses left. They think something was wrong with the handset because they were locked out and should not be locked out. The patient was told to consult with the hcp for next steps.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.